Event description:
It was reported that during a laparoscopic hand assisted nephrectomy procedure, the device's cartridge was fired on the renal artery and the cartridge pushed out of the stapler and fell into the patient. The device cut but did not staple. The doctor grasped the renal artery with his hand, and used another device. He also retrieved the cartridge from the patient. It is unknown if he used his hand or graspers to get the cartridge out. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Per information contained in the event description it should be noted that if the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device; at firing, the device will push the cartridge forward resulting in the cartridge ejecting from the device. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.